Manufacturer narrative:
Concomitant medical products: product ID: 30502901 tissue valve, implanted: (B)(6) 2003; product idi: 310c29 tissue valve, implanted: (B)(6) 2017; product ID: 6937a-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.